Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. We were unable to test for excessive no delivery alarm test due to unresponsive buttons, scratched lcd window and missing end cap sticker noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 188mg/dl.